Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced an embolic stroke post transcarotid artery revascularization (tcar) procedure. An enroute transcarotid neuroprotection system was selected for use in a right sided tcar procedure. Post procedure, the patient experienced left arm and leg weakness, and imaging performed revealed multiple new right sided infarcts. The patient was placed on a pressor to ensure the blood pressure remained elevated. Patient symptoms had improved at the time of reporting.

Event description:
It was reported that the patient experienced an embolic stroke post transcarotid artery revascularization (tcar) procedure. An enroute transcarotid neuroprotection system was selected for use in a right sided tcar procedure. Post procedure, the patient experienced left arm and leg weakness, and imaging performed revealed multiple new right sided infarcts. The patient was placed on a pressor to ensure the blood pressure remained elevated. Patient symptoms had improved at the time of reporting.